Event description:
It was reported that the ilet pump¿s lock screen froze, and a crack was visible on the screen, after which the user could not operate the device; no injury occurred and the user did not know when the crack happened. Symptoms included no reported clinical effects. Outcomes included a replacement device being arranged and instructions provided to shut down the device, return the original, and sync data to the mobile app, with understanding that data would not transfer to the replacement and the user could continue cgm use with the dexcom g7 app or receiver. Investigation included customer interview and service review. Investigation of this case revealed a cracked or delaminated display consistent with physical damage leading to loss of device usability. It was concluded that the event was due to a damaged screen causing functional impairment, with no patient harm reported.